Manufacturer narrative:
Qn# (B)(4). Possible lot number 13f18m0541 and 13f18l0377. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. The IFU provided with this kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the guidewire broke during insertion.